Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. During inspection gas flow fluctuations were found outside the acceptable limits. In addition, gas leaks were also detected, due to deterioration of the gas connections. Indeed, some gas connections showed significant signs of corrosion and cannot be replaced. Taking into account also the manufacturing year of the device (2014), it should be scrapped. According to the analysis of the complaints database, no further events have been reported in the past. Based on all the collected information, it is very likely that the root cause of the reported event was related to electrical failure of the gas blender possibly combined with internal damage of the air pathway.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in swindon, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender gave an error message (e15 code) associated to a fault in ad transformer and stopped supplying o2. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: during device testing in livanova deutschland, in addition to gas flow fluctuation issues, also error code e19 (discrepancy between the actual and set gas flow values) was displayed. Gas flow remained outside acceptable limits, even after component replacement and leaks in the gas circuits detected cannot be repaired. The device was manufactured in 2014 and the customer agreed to scrap the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.